Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned from the two reported customer occurrences. The sample arrived out of the pouch spiked into a 150ml 0.9% chloride injection solution bag. The sample was removed from the solution bag and spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was re-primed and checked for flow. The returned secondary set arrived attached to the bottom y site and spiked in empty 50ml 0.9% nacl which had been admixed with dexamethasone. The secondary set was also spiked into an in-house 1000ml solution bag containing reverse osmosis water was attached to the bottom y-site. The sample was then checked for flow. The remaining two y sites were also checked for flow using this test method. The returned clearlink continu - flo set primed and flowed normally. All three y sites also functioned as designed with normal flow noted. Therefore, the reported condition was not confirmed. An assignable root cause was not determined.

Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a no flow was observed. According to the report, the clearlink on the lowest y-site would not allow for flow to be established when attempting to connect a chemotherapy medication. There was patient involvement. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.